Event description:
The customer reported a keypad anomaly with the up arrow button of the insulin pump. The customer also reported receiving a motor error alarm from the insulin pump. There was no significant event reported leading up to either issue. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 218 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The motor was tested outside and passed the motor test. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, battery tube threads and reservoir tube lip.